Manufacturer narrative:
The physician was contacted to provide the exact name and type of product as well as the lot-/serial-no. And the implantation date. It was stated that the prosthesis was implanted in another center in 2018 and that no operative report is available. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Explant scientist observations: the graft fragment was reported to measure 25 cm (report listed mm in error), in length and both ends were transected. The graft was ringed and the ablumen was covered in thin layer of light tan to brown tissue. The blue alignment marks were faintly visible however, not clear enough to determine graft type. A blue monofilament suture knot was present near extremity b associated with a disruption in the graft reported as a cut, images are not clear enough to confirm. The lumen at extremity a was occupied by light tan to light brown tissue and extremity b appears circumferentially coated in a light tan tissue with visibly open lumen. The graft fragment was reported as not patent and confirmed with water drip test. Material disruptions (e.g., transections) were consistent with those caused by surgical instrumentation (e.g., scalpel, scissors) during the explant process. The cut near extremity b was reported by third party to also be consistent with the explant procedure. The analysis of the third party report was unable to confirm the event. When asked whether the infection is attributable to our gore device, the surgeon stated that the a priori infection is the starting point of this prosthesis with sepsis and iliac transmission (on stent) secondary. In the instruction for use for the gore-tex® vascular graft the following is stated: possible complications with the use of any vascular prosthesis complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to: infection.

Manufacturer narrative:
Analysis-report from third party was received and will be further investigated. The exact type and name as well as the serial-/lot no. Of the gore prosthesis and the exact implantation date were requested from the third party, but not provided yet.

Event description:
It was reported to gore that patient underwent endovascular treatment for a critical ischemia with a gore-tex® vascular graft. It was stated that the prosthesis was implanted in 2018 as a left femoro-tibial bypass in order to treat the critical ischemia. It was reported that on (B)(6) 2021, after about 3 years and 2 months, the prosthesis was explanted due to infection. The microorganism responsible for the infection is not mentioned by the surgeon.